Event description:
It was reported that ¿eoi¿ displayed on the programmer. The controller was not available to check what was being displayed. The patient did not have a return of symptoms. The patient¿s doctor wanted to replace the battery today but it was unknown which side was being replaced. Reference manufacturer report# 3004209178-2014-00795.

Manufacturer narrative:
Concomitant products: product ID 37601, serial # (B)(4), implanted: (B)(6) 2012 , product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type extension; product ID 3389s-40, lot # v022290, implanted: (B)(6) 2007, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3389s-40, lot # v021177, implanted: (B)(6) 2007, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type extension; product ID 3389s-40, lot # v022290, implanted: (B)(6) 2007, product type lead. (B)(4).

Manufacturer narrative:
Product ID 37601, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2009 (B)(6); product type extension product ID 3389s-40, lot# v022290, implanted: 2007 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 37085-60, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3389s-40, lot# v021177, implanted: 2007 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2009 (B)(6); product type extension product ID 3389s-40, lot# v022290, implanted: 2007 (B)(6); product type lead.

Event description:
Additional information received reported, the patient did not have concerns with their device or therapy.